Manufacturer narrative:
(B)(4).

Event description:
It was reported the resolution date of the event was (B)(6) 2011. Interventions included antibiotic therapy and hospitalization. The etiology of the event was unknown, but device related.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's implantable neurostimulator (ins) was repositioned as a result of an infection. The date of onset of the infection was noted as (B)(6) 2011. Patient outcome was not provided.